Manufacturer narrative:
Investigation were requested from supplier and evaluation of the device history records shows it's improbable that this case is related to conditioning issue. In addition , the review of the device tracebility by the distributor shows no evidence on a device issue. Based on the available information the exact root cause remain undetermined. The investigation found no evidence to indicate a device issue. No conclusion can be made with available inputs. If additional information is provided, the case will be reopened.

Event description:
Mobi-c p&f us : missing implant in packaging. From information provided on the complaint report on oct. 16th 2018, the nurse opened mobi-c implanty box, the outer plastic wrap was opened with no implant inside. This was done in front of circulating nurse. According to the reporter , the implant was missing and inner bag were opened . There was no patient or surgery impact . Surgery was completed without further issue with same size implant. Request was made to retrieve the packaging for investigation , however it was scraped.

Manufacturer narrative:
Questions were asked to the reporter about the incident and he said that the outer heat shrinkable film & the label were both intact. Both steril films were opened and that the implant was missing. Investigation is still in progress as questions were asked to the distributors in the united states about traceability movement of this product . Investigation still in progress conclusion is not available yet.

Event description:
Mobi-c p&f us : missing implant in packaging. Update received from the reporter : the outer heat shrinkable film was intact. The label was intact. One implant missing . Bag #3 and bag #5 according to the internal conditioning specification were opened.

Event description:
(B)(4): missing implant in packaging. Surgery was completed with a mobi-c of the same size. Investigation still in progress.

Manufacturer narrative:
This report was sent to correct data mentioned in previous report indeed surgery was completed with another mobi-c of the same size and not a roi-c coated. Investigation still in progress.

Manufacturer narrative:
Product was missing . The external packaging and the blister was sent back to manufacturer but not received yet. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Information requests are in progress to obtain more information about the incident so far, no additional clarifications were received from the reporter. Investigation still in progress. Conclusion not yet available. There was no device found in the box.

Event description:
Mobi-c p&f us: missing implant in packaging. The reporter opened a box of mobi-c and there was no implant inside. Surgery was completed with a roi-c coated cage. No surgery delay, no impact on patient. Investigation still in progress.